Manufacturer narrative:
H3: there is no specific device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
This reported event occurred due to an explanted logic sz 3 9mm psc insert being returned with no complaint information reported. Damage observed indicated it was an explanted device, a revision had occurred. The sticker on the packaging indicated surgery date of (B)(6) 2022. Initial implant date unknown.